Event description:
The customer reported that the system displayed errors and intermittently failed to boot to a usable state. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The failure could not be duplicated. The system was tested and found to be working as intended and put back into service.